Manufacturer narrative:
Device not returned.

Event description:
It was reported that intermittent cartridge change errors occurred with multiple cartridges during the load sequence. Customer continued to use the pump for insulin therapy. Customer's blood glucose ranged from 180-271 mg/dl.